Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The pump was leaking hydraulic fluid and the plunger was not working properly.